Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed as it was reported that the patient had stiff leaflets. Following the bav, the valve was advanced through the native aortic valve and the patient's circulation collapsed. The circulation collapse was reported to be due to a decrease in cardiac output as the delivery catheter system (dcs) was advance through the aortic valve. Per the physician, the dcs contributed to the circulation collapse. It was also reported that the patient's stiff leaflets condition may have contributed to the circulation collapse as there was a possibility that the leaflets did not open sufficiently following the pre-implant bav. Percutaneous cardiopulmonary support was initiated followed by valve implantation. Following the procedure, the patient remained on percutaneous cardiopulmonary support. Two days after the procedure, the patient was taken off percutaneous cardiopulmonary support and recovered without issues. No additional adverse patient effects were reported.